Manufacturer narrative:
No button response due to corroded keypad traces. Failed batt test alarm due to corroded battery tube. Cracked reservoir tube lip, broken battery tube threads and scratched display window noted during visual inspection. Unable to confirm motor error alarms due to keypad anomaly. Motor tested ok. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 81 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.